Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under-responsive. It was also reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. There was no evidence of moisture behind the display. During testing, all the keypad buttons were fully responsive to presses. The pump failed a leak test due to a battery compartment crack. The pump cover was removed and no defect was found with the key contacts. The pump cover was removed and evidence of moisture was observed on the printed circuit board, internal components and on the keypad flex. Unrelated to the complaint, the display screen was discolored.